Event description:
It was reported by pt that, "she had a trauma surgery on her elbow in 1997 and has developed an infection at the implant site. Surgeon can not determine cause or treatment. Experiencing pain and swelling."

Manufacturer narrative:
Device not returned. Device is still implanted in pt and therefore, it is not available for eval. No eval will be performed. If device becomes available, a supplemental report will be issued.